Event description:
It was reported the patient was checked (B)(6), 2010 and the battery voltage measured 2.60 and 2.40 v. Nightly measurements found in the device performance data showed a range from 2.9 to 2.93v for past 2 weeks. It was further reported there was early battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient was checked feb 26, 2010 and the battery voltage measured 2.60 and 2.40 v. Nightly measurements found in the device performance data showed a range from 2.9 to 2.93v for (B)(6). No patient complications have been reported as a result of this event. It was further reported there was early battery depletion. The device was explanted. No patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(6) we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.4v and the daily measurement was 2.92v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4) , we did receive performance data collected from the device and have analyzed the data. Battery voltage - low telemetered battery voltage, on (B)(6) 2010, the battery voltage with telemetry was 2.4v and the daily measurement was 2.92v. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.4v and the daily measurement was 2.92v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (4) 2010, the battery voltage with telemetry was 2.4v and the daily measurement was 2.92v.

Event description:
It was reported the patient was checked (B) (6) 2010 and the battery voltage measured 2.60 and 2.40 v. Nightly measurements found in the device performance data showed a range from 2.9 to 2.93v for past 2 weeks. No patient complications have been reported as a result of this event.